Event description:
Dealer states: "the tab where the rear socket cup attaches snapped off. He was told the user was getting into the chair and it just came off."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model 9xt, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. Dealer states: "the tab where the rear socket cup attaches snapped off. He was told the user was getting into the chair and it just came off." The rear socket cop is on the back rt side and is the socket for the arm rest; the metal flange broke completely off. The chair is in the warehouse for repair.